Event description:
Reportedly, following a call from the patient's wife, the mobile emergency unit arrived at home to perform resuscitation (ventilation, external shocks). However, the patient passed away on friday (B)(6) 2013 at 09:50. No autopsy and x-ray have been performed. The ICD involved in this MDR report was explanted and returned for analysis. No further details are available at this stage.

Manufacturer narrative:
Date: (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.